Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received inappropriate atp and a shock therapy due to far p-wave oversensing episodes. The lead was explanted and replaced. No further information is available.